Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. There was no impact to the customer's blood glucose level. In addition, it was reported that the pump shut down unexpectedly. Customer reverted to insulin pens for insulin therapy.